Manufacturer narrative:
The returned device was dissected for evaluation. An electric wire was observed beyond the standard splice crimp component, was bent, and a single strand was observed to have penetrated the wire insulation, conducting electric current to the inner components of the warming blanket. The crimp component did not cover the external ends of the wire at the splice and atypical of electrical standard of work. We have been unable to get a current condition of the patient relative to whether the reddening resolved quickly or whether it was considered a first degree burn. We will continue to monitor and update as appropriate.

Event description:
The abdominoplasty patient was being warmed using a b105 multi-position warming blanket, sn (B)(4), set to deliver 43 degrees celsius per the request of the anesthetist. The hospital reported the warming blanket malfunctioned, burning a hole through a standard hospital blanket which was doubled up and positioned between the patient's legs and the warming blanket, causing a reddened area on the patient.